Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was stuck in the delivery sheath and the blocking failed. Upon removal of the device, the plug did not fall out of the exoseal vcd shaft but was found to be partially deployed and partially out of the shaft. The indicator wire was still visible when the device was removed. Manual compression was used for hemostasis. There was no reported patient injury. The patient was admitted to the hospital for trans-arterial chemo embolization surgery for hepatocellular carcinoma. An unknown microcatheter was pushed to the target artery of the hepatic artery tumor blood supply, and drug-loaded microspheres were injected through an unknown catheter in order to provide chemoembolization. At the end of this treatment, the catheter was withdrawn, the 5f short sheath was retained, and the vcd was used to block the puncture point for hemostasis. The vcd was pushed into the short sheath at 35 degrees to the delivery rod marker band and the short sheath was retracted until the indicator guidewire cover and handle were completely fitted. The short sheath was retracted at the same time as the vcd and observed for pulsatile blood flow in the "regurgitation indicator". When the blood flow was significantly reduced, the indicator window began to be observed, the blood flow stopped, the indicator window became black and black, and the plug deployment button was pressed to release the plug. The procedure used a retrograde approach, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis 5f puncture sheath was utilized. The device was stored and prepped in accordance with the instructions for use (IFU). Regarding the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5mm, and there was no visible calcium/plaque at the puncture site. Additionally, there was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Furthermore, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after the deployment button was pressed. The plug was not fully inside the shaft. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was partially depressed, and the indicator window was found in the black/red/white position. The plug was returned partially deployed, and the indicator wire was partially retracted. A cordis csi was returned with the device inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit, denoted the expected conditions of a partial depression of the deployment lever. The dimension of the shaft inner diameter (ID) was reviewed. During the analysis it was confirmed that the dimension of the ID was within specification. No functional analysis could be performed as the device could not be reset due to the received conditions. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty - partial deployment¿, and ¿indicator wire - unable to retract¿ was not confirmed as the conditions observed on the returned unit led this evaluation to conclude that the conditions of the indicator window state on black/white/red position, the plug partially deployed, and the indicator wire partially retracted are aligned with the partial depression of the deployment lever denoted. If the lever is not pressed flush against the handle, proper deployment cannot be completed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Therefore, no manufacturing related defect or anomaly could be contributed to the event as reported. Concluding, that no corrective or preventive actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was stuck in the delivery sheath and the blocking failed. Upon removal of the device, the plug did not fall out of the exoseal vcd shaft but was found to be partially deployed and partially out of the shaft. The indicator wire was still visible when the device was removed. Manual compression was used for hemostasis. There was no reported patient injury. The patient was admitted to the hospital for trans-arterial chemo embolization surgery for hepatocellular carcinoma. An unknown microcatheter was pushed to the target artery of the hepatic artery tumor blood supply, and drug-loaded microspheres were injected through an unknown catheter in order to provide chemoembolization. At the end of this treatment, the catheter was withdrawn, the 5f non-cordis short sheath was retained, and the vcd was used to block the puncture point for hemostasis. The vcd was pushed into the short sheath at 35 degrees to the delivery rod marker band and the short sheath was retracted until the indicator guidewire cover and handle were completely fitted. The short sheath was retracted at the same time as the vcd and observed for pulsatile blood flow in the "regurgitation indicator". When the blood flow was significantly reduced, the indicator window began to be observed, the blood flow stopped, the indicator window became black and black, and the plug deployment button was pressed to release the plug. The procedure used a retrograde approach, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis 5f puncture sheath was utilized. The device was stored and prepped in accordance with the instructions for use (IFU). Regarding the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5mm, and there was no visible calcium/plaque at the puncture site. Additionally, there was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Furthermore, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after the deployment button was pressed. The plug was not fully inside the shaft. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.